Event description:
Trach(tracheostomy) information: shiley xlt(shiley extended length tracheostomy tube). The faceplate became separated from the tube resulting in the trach not securing in place. On the blue faceplate, there is a piece of faceplate that is broken resulting in this event.